Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they the etco2 module has error code 570.6500 been confirmed due to a bad oridion board. Replaced it a new oridion board. Performed leak down test and co2 calibration with passing results. A review of the device history record for sn (B)(4) was performed from date of manufacture 04/05/2019 to the present date 11/13/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was broken and/ or damaged. No patient involvement was noted.